Event description:
It was reported that there was an issue with the patient¿s lead at some point in time which required replacement. Follow up for additional details was performed with the reporter but no additional or relevant information has been received to date.